Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the images were very small and off center. The manufacturer representative (rep) stated that they had the site hit recenter and the image would reappear but then would again become small and relocate to the corner of the viewing screen. The rep also stated that the site was unable to use the mouse as well. Its known that there are also cracks in the monitor of the navigation system that may be causing issues. There was a 5 min delay in case. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. The issue did not appear to be software related. The logs indicate one session was provided showing no abnormal behavior. User explained that re-centering fixed the issue with small images but the issue returned.  User claimed that the mouse would not work, and described cracks in the touchscreen, which can send touch events unknown to the user and may interfere with the mouse usage like zooming in on images, or clicking buttons in the gui. If there is indeed a crack in the screen it would appear to be a hardware issue. Eval code method 10 is associated with this analysis eval code result 3221 is associated with this analysis eval code conclusion 4315 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.